Manufacturer narrative:
(B)(6). The user facility submitted a medwatch report for this event: mw5082910-1. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink solution sets were clogged and would not flow. This was observed during infusion with 20% fat emulsions as part of parenteral nutrition. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples and one hundred-fifty (150) companion samples were received for evaluation. Visual inspection of the 4 actual samples and companion samples did not identify any abnormalities that could have contributed to the reported condition. Sample analysis of the 4 actual used samples including pressure test and clear passage under water test were performed. It was verified there was an obstructed assembly between the tubing and the filter due to excess of solvent for the actual samples. The assembly between the filter and the tubing were per specification, no excess of solvent was observed in the component unions. The reported condition was verified for the 4 actual samples. The cause of the condition could not be determined. The membrane of the 4 used filters were also examined and compared with a membrane of a non-used filter. No significant differences were observed between the membranes of the used filters and the membranes of the unused filter; no visual defect was observed. The reported condition was not verified for the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.